Manufacturer narrative:
The review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.

Event description:
The following information was reported to gore: on (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm and an aneurysm of the left common iliac artery and was treated with five gore® excluder® aaa endoprostheses. Pre-operatively, the aneurysm diameter was reported to have measured 84 mm. On (B)(6) 2014, follow-up computed tomography angiography (cta) imaging identified an aneurysm diameter of 84 mm and a type ii endoleak from the lumbar arteries. An enlargement of the aneurysm was not reported. After several measurements during follow-up imaging evaluations between (B)(6) 2014 and (B)(6) 2016, the aneurysm diameter ranged between 76 mm ((B)(6) 2014) and 84 mm ((B)(6) 2016). On (B)(6) 2017, follow-up computed tomography angiography (cta) revealed an aneurysm diameter of 86 mm and 92 mm on (B)(6) 2018. On (B)(6) 2018, the endoleak was embolized.